Manufacturer narrative:
(B)(4).

Event description:
Data analysis confirmed a transmitter failed error for 8n5cdd, on (B)(6) 2021. At that time, the transmitter was activated for 27 days with a dynamic voltage of 272. The difference in dynamic voltages between the entry closest to the failed transmitter and the prior day was 3. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.